Event description:
Reportedly, the cannula tip chipped off during insertion of the access device. The damage was not detected until removal of the device at the completion of the procedure. The surgeon was unable to locate the 2mm x 4mm chip. An x-ray was not taken. No pt injury reported.